Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that during a patient visit to the clinic, it was suspected that the battery of this pacemaker was depleting prematurely as the estimated remaining longevity decreased from two years to the end of life (eol) indicator in a fourteen-month time period. Consequently, the device was explanted and replaced. At this time, there is no evidence to suggest that a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The product is expected to return for analysis.